Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument jaws would close when the instrument would rotate. When the jaws were open and the surgeon did the roll movement, the jaws would close. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred when the surgeon's head was inside the surgeon console's high resolution stereo viewer and while the surgeon was attempting to manipulate instruments from the surgeon console. The issue was related to the roll movement; when the surgeon rolled the instrument, the jaws should have opened at the beginning of the movement, but they observed the jaws slowly closing during the roll movement. The issue was not related to internal-external yaw, pitch, or other directional movements. The intended movement was roll, and the instrument moved in the intended direction, which was a roll movement. The timing of instrument movement was appropriate, with no delay or lag, and no shakiness or friction was observed. The issue was persistent. No patterns were identified. The lot number of the drape to which the instrument was attached is not available, and the drape is not available for return. There was no injury to the patient as a result of the event, and there was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions between the system arm and external or equipment or staff. The device was inspected prior to use, and or staff found nothing unusual. The instrument is available for return to isi for evaluation, but there are no photographic images or a video recording of the procedure available for isi review. The issue occurred at the beginning of the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8 mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have a derailed grip cable from its normal position at the proximal end, derailed from the input shaft. The instrument failed intuitive motion test. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause.

Event description:
Refer to h11 for follow-up information.